Manufacturer narrative:
During processing of this incident, complete patient information (weight) was not obtained.

Event description:
It was reported the patient lost stimulation and ipg could not communicate with external device following an unrelated surgery. Pc displayed "cannot connect to the generator, the generator is not responding" message. If an abbott representative is unable to recover ipg via troubleshooting surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was unsuccessful. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2024-00112 additional information indicated that surgical intervention was undertaken wherein the drg system was explanted and replaced with an scs system. Effective therapy restored post-op.